Event description:
An olympus representative reported on behalf of the customer that the adhesive portion of the tip probe fixing screw was peeling on the evis lucera ultrasound gastrovideoscope. There were no reports of patient harm or impact associated with the reported event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. Additional findings were as follow: the bending cover section adhesive part was detached, the angle wires were stretched, the friction plate (f-plate) became deteriorated, the bending section cover had a chip, the angle lock does not work, the air/water cylinder paint was peeling, acoustic lens was damaged, the switch4 rubber, objective lens and image guide snake tube all had scratches, and due to a scratch on objective lens, flare occurs. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, though the phenomenon was confirmed, a root cause could not be identified. Olympus will continue to monitor field performance for this device.